Event description:
Customer ran a pt correlation for ckmb reagent lot change and determined there was both a qc and pt shift seen with the new reagent lot. Ckmb old lot is 153686, new lot is 155150. Erroneous pt results were from correlation study only, none were reported out or used for pt diagnosis. The pt correlation involved 20 pt samples, 11 were found to be discrepant: sample 1, using old reagent lot gave 3, new lot gave 2.38 ng per ml. Sample 2, using old reagent lot gave 2.6, new lot gave 1.96 ng per ml. Sample 3, using old reagent lot gave 3.3, new lot gave 2.59 ng per ml. Sample 4, using old reagent lot gave 5.5, new lot gave 4.47 ng per ml. Sample 5, using old reagent lot gave 2.3, new lot gave 1.69 ng per ml. Sample 6, using old reagent lot gave 3.8, new lot gave 3.03 ng per ml. Sample 7, using old reagent lot gave 2.7, new lot gave 2.05 ng per ml. Sample 8, using old reagent lot gave 2.4, new lot gave 1.79 ng per ml. Sample 9, using old reagent lot gave 2.4, new lot gave 1.87 ng per ml. Sample 10, using old reagent lot gave 14.9, new lot gave 12.41 ng per ml. Sample 11, using old reagent lot gave 4, new lot gave 2.68 ng per ml. A reagent bulletin, which includes the new lot used by the customer, has been issued communicating the ckbm reagent has been restandardized.